Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the buttons on the customer's insulin pump are not functioning properly. Customer's blood glucose level at the time 140mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during our visual inspection.